Event description:
Procedure: pancreas. According to the reporter: pancreatic surgery was performed in (B)(6) 2012. A subsequent procedure was performed due to a pancreatic fistula. During the subsequent open surgery, the surgeon noted that the duet material was "stiff". The surgeon stated that duet (material) was "not accountable for the complications."

Manufacturer narrative:
(B)(4).